Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was observed to have a discolored contrast. The keypad was intact and no damage was observed, but all of the buttons were intermittently responsive. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the display and keypad complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored, buttons on the keypad were intermittently responsive, and there was contamination found under the button contacts. This report is made based on results of investigation completed on (B)(4) 2013.